Event description:
As reported, a patient underwent a cesarean section and lost approximately 1200ml of blood. The user decided to place a 'cook bakri postpartum balloon with rapid instillation components'. When the user injected 100ml of normal saline, it was found the balloon was not inflated. The user removed the device to test the balloon and found the drainage hole at the front end of the balloon was leaking. The procedure was completed using a new balloon. No blood transfusions were required. The device was not handled by or in the proximity of any metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer (person) street = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation as reported, a patient underwent a cesarean section and lost approximately 1200ml of blood. The user decided to place a 'cook bakri postpartum balloon with rapid instillation components'. When the user injected 100ml of normal saline, it was found the balloon was not inflated. The user removed the device to test the balloon and found the drainage hole at the front end of the balloon was leaking. The procedure was completed using a new balloon. No blood transfusions were required. The device was not handled by or in the proximity of any metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The device was function tested and observed to leak at the tip. A second test was performed with green dye to determine the location of the leak. The liquid appeared to fill into the balloon port and then leak into the drainage tubing at the y section of the catheter. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.